Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 117mg/dl. The caller stated that the circular portion on the bottom of the device had dislodged, and he believes the insulin pump was malfunctioning. The customer also mentioned that he was able to push back the back of the piston no further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had cracked battery tube threads and scratched display window.